Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module was connected to a pump which shut down during patient infusion. This occurred while the patient was in transport at the cardiac thoracic intensive care unit. It was stated that the "patient coded and had to bring a balloon pump". Patient outcome was not provided. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Using a known good pump, the evaluator found the module able to connect to the network and provide power as intended. Damage to the battery latch was observed, however did not affect function during evaluation. The battery latch will be replaced. The pump was returned and therefore the event history log review was available for review. No battery alerts or messages were observed on the reported event date. The pump in question will be evaluated separately. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.